Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that his onetouch ultralink meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 5:30am. The patient manages his diabetes with an insulin pump. The patient stated that he increased his dose of medication (the patient could not remember the exact dose) at 10:00am on the same morning in response to the alleged product issue. The patient claimed to have developed the symptoms of "extreme thirst and frequent urination" 2 hours after the alleged product issue began; however he denied that he received any treatment. At the time of troubleshooting, the csr noted that the meter did turn on when the subject test strip was inserted, the correct test strips were being used, the subject meter was not being used for the first time, there was no indication of product misuse and the meter did turn on when the power button was pressed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "extreme thirst and frequent urination". These symptoms do meet lifescan's criteria for a serious injury.